Event description:
The user stated that the pump dispensed insulin from the cartridge during the load step. He pt rewound and loaded the pump again and the cartridge continued to dispense insulin on the load step until a "no cartridge detected" alarm was emitted.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor plate was dimpled and that the force sensor resistance reading was out of calibration. Review of the pump download history revealed multiple "no cartridge detected" warnings. As "ezprime" operation was performed and during the load step the pump did not detect the cartridge, dispensed fluid, and emitted a "no cartridge detected" warning.